Event description:
Received essure after birth of children in 2004, I have had an abundant number of problems since the beginning, it was a painful procedure and I have been in pain since then on a daily, nightly basis, constant stabbing, painful sex, very irregular periods, sometimes 3 a month, sometimes not for 3 months. Quality of life not good, can't laugh, can't sneeze, can't get in and out of a car without being stabbed, tried to speak with many different doctors about the procedure and was basically told it is all in my head. Like I'm going crazy. I have no fibroids, no endometriosis, had no other problems before this. Dates of use: (B)(6) 2004 - (B)(6) 2012. Reason for use: birth control.

Event description:
Add'l info rec'd on 1/13/2014 for report # mw5028086: this is an update to a previously reported incident involving essure permanent birth control device on (B)(6) 2012. After receiving this device and searching for medical assistance to no avail. Finally rec'd a doctor to perform hysterectomy. Based on medical records substantial damage done, binding of uterus and bladder. After surgery immediately felt relief from the sharp pains and stabbing that was caused by the device. The pain of the surgery was less intense than the pain from the device. Weight gain, rashes, chronic pain, and yrs of being denied doctors assistance negating the hippocratic oath that doctors are sworn to take.